Event description:
It was reported that there was an acl reconstruction. The patient had a reaction. The patient begin to have red blotchy patches on his skin which turned into hives. The patient is not a smoker, diabetic or lactose intolerant and has no known allergies. The surgeon has requested samples of both devices for further testing to see if the patient is allergic to the implants. The surgeon will remove the implant later on if an allergy is detected.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Based on the information provided, the most likely cause(s) of this event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Parts remain in patient.